Event description:
The lay user/pt contacted lifescan on july 30, 2006 and alleged that her one touch ultrasmart meter was giving the apply sample message. The medical affairs spec. Was able to classify this complaint after listening to the recorded phone call. The pt was experiencing dizziness at the time of concern. Her blood glucose level was not tested on another device. She took her oral medication (glucophage 500 mg and glyburide 5 mg). She did not receive any medical attention or intervention. At the time of troubeshooting, it was verified that this was not a new product. The pt's testing technique for sample application was reviewed to be correct. She was walked through a control solution test, which failed high out of range. However, it was discovered that the control solution was expired. The issue was resolved since the pt was able to obtain a result with a control solution test. Although the apply sample issue was resolved with troubleshooting, this complaint is reported because the pt was not able to test at the time she was experiencing dizziness. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.